Event description:
Same case as MDR# 2134265-2011-05967 and MDR# 2134265-2011-05968. It was reported that during preparation for percutaneous coronary intervention treatment procedure, a foreign material was noted on the guide wire. The 75% stenosed lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician noted a powder material attached to the extra support rotawire guide wire upon removal of the device from the hoop. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluation by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation by manufacture: the complaint device was not returned, however, an unused rotawire guide wire from the same lot as the complaint device was received for analysis. Visual and tactile analysis revealed white lube material along the wire. Dimensional analysis found all outer diameter measurements to be within specifications. The manufacturing batch record review confirmed that the complaint device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR # 2134265-2011-05967 and MDR # 2134265-2011-05968. It was reported that during preparation for percutaneous coronary intervention treatment procedure, a foreign material was noted on the guide wire. The 75% stenosed lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician noted a powder material attached to the extra support rotawire guide wire upon removal of the device from the hoop. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as good.